Manufacturer narrative:
Review of the system controller log files provided by the center confirmed multiple pump stoppage events; however, a specific cause could not be conclusively determined through this evaluation. The submitted log files dated (B)(6) 2017 contained approximately 3 days of data each. Three pump stoppage events were captured at timestamps 138 days, 12 hours, 47 minutes and 138 days, 12 hours, 48 minutes and had corresponding fluctuations in pump parameters. No other atypical alarms were captured in the log files. No x-ray images were to be submitted and the physician decided to send the patient home. The patient was completely asymptomatic. Additional information was received stating an unspecified component was replaced. It was reported that there was no information on the other component that was changed. The patient remains ongoing on vad support and no further related events have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that an unspecified component was exchanged as a countermeasure to the reported malfunction. The patient remains ongoing on with no further issues reported. No further information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during an outpatient follow up visit, the lvad clinician noticed three pump stoppages. The patient was admitted to the hospital and the pump was placed on battery support. The system controller log file analysis by the manufacturer's technical service representative indicated the pump stoppages occurred on battery power and the pump power and flow appeared to have decreased after the pump stoppages. The physician decided to send the patient home and follow up at the next clinic visit. The patient was asymptomatic. No further information was provided.